Event description:
It was reported that the radio frequency head had difficulty in interrogating devices. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis was unable to confirm or reproduce the customer comment of difficulty in interrogating. Analysis did find that the rf head lens was cracked and the label delaminated.